Event description:
During a surgical procedure, the bur broke off and fell into the surgical site. It was removed via suction clamp. The remaining portion of the bur was stuck in the attachment. The procedure was completed with back up equipment. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report (for the implant of this device) was received. Unfortunately, no further information regarding this event was learned. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are also unknown. The patient had a device implanted in 2009. Per the operative report, it was learned that the patient was taken to the intensive care unit in stable condition. No details regarding the pateint's death were provided.